Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim#:(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.0/+2.5/125 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.